Event description:
It was reported that the patient experienced pain requiring medication. Obsidio was selected for an embolization procedure to treat a hepatic artery pseudoaneurysm. The patient was first treated with two coils to backstop the vessel beyond the pseudoaneurysm. The patient was then treated with exactly half a cc of obsidio using the standard technique. The patient immediately experienced pain and nausea. The pain was a severity of 7 and was treated with 5 mg of norco po. The patient and procedure went well without complication.